Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event. Soong joon lee, md, hong suk kwak, md, jeong joon yoo, md, phd, & hee joong kim, md, phd (2015). Bearing change to metal-on-polyethylene for ceramic bearing fracture in total hip arthroplasty; does it work? The journal of arthroplasty, 31, 204-208. Http://www.arthroplastyjournal.org/article/s0883-5403(15)00793-7/abstract. The following sections could not be completed with the limited information provided.

Event description:
A patient identified in the article underwent an irrigation and debridement procedure due to periprosthetic infection. There has been no further information provided and the patient outcome is unknown.